Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were sometimes unresponsive. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had failed battery test alarm and low battery alert after a week. The insulin pump case had cracked on the front of the insulin pump and reservoir. The customer also noted air bubbles in the reservoir during therapy. The device will not be returned for analysis.